Event description:
It was reported that the coil of the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crtd-d), extended to the right atrium across the tricuspid valve, resulting in a delay in atrial pacing and oversensing on this rv lead. Reprogramming was performed to extend the rv blanking period and since this, no oversensing has been observed. No adverse patient effects were reported. This device system remains in service.